Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked. The working channel sleeve extended from the distal cap when received. The spyscope ds was plugged into the controller, it did not initialize; no image was displayed. The distal tip articulated without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue and was not loose. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The evaluation revealed there was no visualization when the catheter was plugged into the controller. In addition,the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the spyscope ds image was lost. Reportedly, there were no visible damage with the device. The procedure was completed with a second spyscope digital access and delivery catheter and the same spyglass ds controller. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.